Event description:
While patient in reverse trendelenburg, bed would not exit this position and go flat. The handheld controller failed to level the bed and was never able to be completely flat and level. On removing the patient from the bed, the bed did level with the controller at the case conclusion.